Event description:
A report was received that a patient's lead was replaced due to high impedances. Patient has changes in impedances due to postural changes earlier. A lead placement surgery was performed, but that did not resolve the issue. The physician decided to perform another lead revision where a lead was replaced. This resolved the high impedances issue.

Manufacturer narrative:
The explanted lead was discarded by the medical facility.